Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface catalog # 00584202210 lot # 60372637, femoral component catalog # 00584201402 lot # 61272161, zimmer tibial component catalog # 00584200202 lot # 60923150. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2017-06443.

Event description:
It was reported that the patient underwent right partial knee procedure. Subsequently, the patient experienced pain approximately three months post-implantation. Subsequently, the patient was revised to a total knee due to pain, stiffness, and loosening. No additional patient consequences were reported.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned tibial component exhibited signs of wear of the inferior and superior surfaces with remains of bone cement on the superior surface. The device history records were reviewed and no deviations relevant to the reported event were identified. Office visit notes from the patient's medical records indicate that the patient was suffering from acute knee pain. Radiographic inspection identified subsidence of the tibial component. Revision operative notes report that the tibial component was found to be loose. Per the package insert for the unicompartmental knee, loosening, pain and stiffness are known adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.